Manufacturer narrative:
During preventative maintenance (pm) performed by a zoll service technician at the customer site, the thermogard console sn (B)(6) could not be powered on. The root cause for the reported complaint was due to the failed power supply, likely attributed to normal wear and tear. The thermogard console was manufactured in december 2015 and is 7 years old, well past the expected serviceable life of 5 years. Upon visual inspection, observed damaged top lid and the 4 casters. The probable cause could be due to normal wear and tear or due to mishandling. The damaged parts need to be replaced to address the observed issues. The event logs could not be downloaded and reviewed due to no power in the console. The thermogard console failed the initial functional test as the system was unable to power up. The investigation determined a failed power supply that needs to be replaced to remedy the issue. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the console sn (B)(6).

Event description:
During scheduled preventative maintenance (pm) performed at the customer site on (B)(6) 2023, the thermogard console sn (B)(6) could not be powered on. No patient involvement.